Event description:
It was reported that the caller's t:slim x2 pump battery would not charge despite attempting to use both the tandem charging cable and wall adapter, as well as a different wall adapter. There was no adverse impact to the customer¿s blood glucose level. To address the issue, tandem technical support decided to send a replacement cable and wall adapter via two-day shipping while following up with the customer. If the battery depletes before the replacement arrives, the customer was instructed to rely on their doctor.